Event description:
It was reported that the 9800 system had a collimator iris too large error message prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.